Event description:
This rv lead was implanted on (B)(6) 1993 and remains implanted at this time. A call to technical services reported that this lead had noise and atrial tachy response. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).